Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: verbatim: customer called asking if investigation on prior complaint included two other lot numbers. Prior complaint didn't appear to have any other lot numbers so documented new complaint. Needle sftygld 25x1 rb are preventing draw up of medication as well as no medication flowing through the needle after the needle is attached. No patient harm or injury no delay in treatment was noted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-jun-2023. H6: investigation summary one hundred forty six samples received for investigation. Fifty samples were visually evaluated, no defects or issues observed. Further testing was performed, each needle was connected to a syringe with saline solution, forty eight expelled the solution, two needles were clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: verbatim: customer called asking if investigation on prior complaint included two other lot numbers. Prior complaint didn't appear to have any other lot numbers so documented new complaint. Needle sftygld 25x1 rb are preventing draw up of medication as well as no medication flowing through the needle after the needle is attached. No patient harm or injury no delay in treatment was noted.